Event description:
A nurse reported that a doctor was unable to distinguish which side of the vascu-guard is the smooth side before use. They wanted to know if that mattered, and the medical information agent (mia) informed them that it did not matter which side was implanted. However, the mia advised to not use the product if it was unable to distinguish between the sides. There was no report of patient injury or medical information associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.